Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed an unknown software anomaly on the implantable cardioverter defibrillator (ICD). The ICD was reset to the nominal settings to address the issue. There was no patient consequences.